Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The clinical observation was unable to be confirmed. A definitive root cause cannot be determined. There was no indication or allegation of a device malfunction contributing to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.

Event description:
It was reported that a patient with a 25 mm bioprosthetic mitral valve which was implanted for 15 days underwent a transcatheter mitral valve replacement. It was reported that during implant of the 25 mm bioprosthetic mitral valve, a suture was placed incorrectly which might have immobilized one or two of the leaflets. The tmvr was performed with a 23 mm 9600tfx valve. Patient transferred to ICU.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
(B)(4).